Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a low event. It was reported that the patient's receiver had a signal loss on their smart device and on their receiver. The husband had to be injected with the emergency injection due to having a low. The patient was not seen by medical staff. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a connection loss. A root cause could not be determined.